Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that neurologist was having issues with his handheld device. The handheld screen reportedly did not respond to touch or the stylus. The lock button was confirmed to be not engaged. The screen was cleared of debris and a hard reset was performed, but the issue did not resolve. The handheld device was returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.